Event description:
Potential hardware failure- 3 broken and removed; 3 unable to remove. Pt return to surgery for removal l5-s1 "plif", insertion of cage. Insertion pedicle screws by a second doctor. Cage vendor-danek. Pedicle screws-ebi.